Event description:
It was reported that the patient's ventricular leadless pacemaker (lp) dislodged post operation and embolized. A transvenous pacemaker was implanted on (B)(6) 2026. Further information was not provided. The patient condition was unknown.

Event description:
New information received notes that the ventricular leadless pacemaker (lp) exhibited high capture threshold during the initial implant procedure. Following the procedure, it was then noted that the patient experienced bradycardia. Upon review, it was noted that the lp dislodged in the pulmonary artery. The lp was successfully retrieved and explanted, and a transvenous pacemaker was implanted. The patient was in stable condition.